Event description:
The manufacturer received information alleging a bipap vision's oxygen setting was unable to be adjusted beyond 40% fio2. The patient's blood oxygen level became low and required mechanical ventilation. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The manufacturer found the front panel to be faulty. The front panel will be replaced to address the issue.